Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00691. Remains implanted.

Event description:
It was reported that a patient is getting a revision from a hemi on an unknown date due to a lack of bone stock. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). CT scan report was provided. Review of the available records identified the following: the humeral component of the arthroplasty demonstrates no evidence for lucency or fracture. Osseous glenoid demonstrates generalized erosion of the glenoid bone stock superior to posterior margin. There is a component of asymmetric erosion of the superior glenoid bone stock. There is superior subluxation of the humeral component in relation to the osseous glenoid. The new information does not change the root cause of the investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.